Event description:
It was reported that lead noise on the atrial channel was observed. It is not known for how long the noise has been occurring. The patient has not had any adverse effects. The physician will continue to monitor the patient.